Event description:
During rf procedure, the probe would not work and displayed error 06. The customer could not continue the case as they did not have a back-up probe.

Manufacturer narrative:
The evaluation of the returned product confirmed customer complaint for warning error 06.